Event description:
The patient was undergoing a coronary catheterization with angioplasty and stenting of the lad and lad diagonal branch. A wire was crossed into the lad and run through wire had to be used for the diagonal branch. A 3.0 x15 balloon was deployed in the lad and a 3.0 x12 balloon was deployed in the diagonal branch for kissing balloon angioplasty with good results. However there was an area in the lad that was consistent with a dissection, a resolute was placed in the lad. This caused compromise in the diagonal branch so another resolute was placed. In the process of moving the stent /balloon the to another location the wire /balloon were pulled back into the guide catheter and as a result the stent /balloon shaft sheared off inside the guide catheter . The entire system was removed in one piece.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-occlusion. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-occlusion. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).